Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: -b2 (other serious (important medical events) was mark as an error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrovideoscope became impossible to switch between evis and eus mode. The device suddenly went into evis mode. The reporter turned off the power and restarted the device, but was unable to switch to eus mode for either the radial or convex scope. The problem was not resolved by removing and attaching the data transfer cable or the ultrasound connector. The issue occurred during the diagnostic ultrasound observation procedure. There were no reports of patient harm.